Manufacturer narrative:
The involved reciproc r25 8/100 25mm 025 is actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during dhrs review (batches #1007918, 1006097). Sampling is representative, we can consider that the batch is conform. No fault found. Product meets specifications.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a recipoc broke during use; the outcome of the event is unknown as of this MDR evaluation.